Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had suspected pump thrombus due to increased hemolysis and coke colored urine. The patient had a pump exchange.